Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the stimulator was defective. There was no patient impact.

Manufacturer narrative:
Analysis found loose connectors. Two rubber feet were missing, one of the ferrite was loose and the top decal had physically damaged. Fdm, fdr, and fdc no longer apply. If information is provided in the future, a supplemental report will be issued.